Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine device follow-up. The pulse generator exhibited premature elective replacement indicator since (B)(6) 2015. The device was explanted and replaced.